Event description:
The nurse reported to our sales rep that during this procedure she observed that the coating of the drilling shaft was getting loose during drilling into the medullar cavity of the patient. A replacement of synthes was available to complete the surgery successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.